Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) system experienced intermittent exit block. The physician explanted the device. This device is involved in a product advisory relating to header problems.